Manufacturer narrative:
Argus case: (B)(4).

Event description:
A friend accidentally drank a sip of polident denture cleanser soaking solution [accidental device ingestion]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a patient who received denture cleanser (polident denture cleanser) tablet (batch number unk, expiry date unknown) for product used for unknown indication. On an unknown date, the patient started polident denture cleanser. On an unknown date, an unknown time after starting polident denture cleanser, the patient experienced accidental device ingestion (serious criteria gsk medically significant). The action taken with polident denture cleanser was unknown. On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to polident denture cleanser. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: the adverse event information was received from consumer via call center representative (phone) on 10feb2022. It is reported that "the consumer called to state a friend accidentally drank a sip of polident denture cleanser soaking solution, temporarily did not have any discomfort, temporarily could not provide specific product information, said willing to accept follow up".